Manufacturer narrative:
A sample was received for evaluation. The sample drape had a small burn mark/hole about three inches from the center of the drape. The DHR was reviewed for lot d171141 and it was noted that this lot had (B)(4) pcs that were manufactured on 04/24/2017. No defects were reported during quality inspections. Based on the DHR and sample review this issue does not appear to be the result of a personnel, process, or material issue. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. Because this appears to be related to misuse by the customer no actions are being taken at this time.

Event description:
End user reported that water was found in the basin of an ors irrigation fluid warmer following the completion of an ortho case. End user stated that no sharps were introduced into the drape/basin during the case. No patient injury or treatment were reported for the incident.